Event description:
A 26mm amplatzer septal occluder (aso) was deployed but removed due to sizing issues. A 19mm aso was then successfully implanted; however, the aso embolized ten minutes after release. The aso was surgically removed and the patient was noted to be stable.

Manufacturer narrative:
The 19mm amplatzer septal occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.